Event description:
The patient was treated with juvederm (concentration and volume unknown) to the nasolabial folds, the glabellar region, the marionette lines, the chin and the nose. The patient reported "it didn't work" anywhere. Hard bumps developed on both the left and right side of the chin. The bumps were subsequently injected (substance unknown, date unknown) by the treating physician. The bump on the right side persists and the patient reports a "large" indentation on the left side. Additionally, the right side of the mouth is drooping. The patient would not provide health history or concomitant therapies. The patient made a follow-up phone call to report, another physician stated the patient has "pursing" because the lips are "paralyzed." The patient denies permission to follow-up with physicians. Allergan's approach to compliance is to resolve all doubt in favor of reporting.